Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the valve was leaking and air was sucked in through the valve. It was reported that the valve of the vizigo¿ was leaking when no catheter was inserted. Water came out and when blood was pulled out on the side with a syringe, air was sucked in through the valve. The valve was not detached. There was no harm to patient. The procedure was successfully finished with this product since there was no problem when the catheter was inside. There were no patient consequences.

Manufacturer narrative:
Date of event: the exact date of event is unknown at this time. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-apr-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the valve was leaking and air was sucked in through the valve. It was reported that the valve of the vizigo¿ was leaking when no catheter was inserted. Water came out and when blood was pulled out on the side with a syringe, air was sucked in through the valve. The valve was not detached. There was no harm to patient. The procedure was successfully finished with this product since there was no problem when the catheter was inside. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The flush test was performed, and it was found working correctly, the device was flushing correctly. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) evaluation was performed for the finished device 00001809 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).